Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that during a laparoscopic cholecystectomy surgery the tip of the ceramic electrode broke off, the small tip could not be found.

Manufacturer narrative:
Investigation: the investigation was performed using a keyence vhx-5000 digital microscope. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. Residues, most likely human blood and tissue, can be found at the connection between the ceramic and the l-hook. Furthermore the complete surface of the ceramic is covered with grey and brown deposits. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably related to an insufficient usage. Rational: the breakage was most likely caused by an overload situation, for example leverage or torsion during application. Furthermore, the general condition of the instrument is no longer acceptable. In this case we would recommend replacing the working end. No CAPA is necessary.